Event description:
During service and repair pre-testing, it was observed that the foot control device had a damaged connector and cable. The event did not occur during surgery. There was no patient involvement. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. During service and repair pre-testing, it was observed connector and cable were damaged on the device. Reliability engineering evaluated the device. A visual inspection confirmed the pre-testing condition. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.